Manufacturer narrative:
Batch review performed on 22 september 2022: lot 2011775: (B)(4) items manufactured and released on 17-feb-2021. Expiration date: 2026-feb-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 1 similar reported event during the period of review. Additional component involved: ball heads: mectacer 01.29.201 biolox delta ceramic ball head 12/14 ø 28 size s -3.5 (k112115) lot 2117174: (B)(4) items manufactured and released on 28-feb-2022. Expiration date: 2027-feb-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 2 months after the primary surgery, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised the head and liner and surgery was completed successfully.